Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had their catheter and pump as well replaced on (B)(6) 2021.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), a consumer, and a company representative regarding a patient receiving morphine (50 mg/ml at 12.083 mg/day) via an implanted pump. It was noted that with maximum ptm (personal therapy manager) activations, the daily dose was 20.881 mg/day. The indication for pump use was non-malignant pain. On (B)(6) 2021, the nurse reported that the patient reported going through withdrawal; he felt like he had the flu. The nurse thought the patient was past his alarm date, but his ptm (personal therapy manager) showed the low reservoir alarm date was (B)(6) 2021. The ptm screen did not show any alerts or indications of a pump alarm. Additional information was received on 29-sep-2021 from the patient who reported that last wednesday ((B)(6) 2021) the pump stopped working and he started going through withdrawals. He started to feel better then had withdrawal symptoms again on saturday ((B)(6) 2021) and sunday ((B)(6) 2021). He stated that he then saw the home health nurse for a refill, and they pulled out 6cc of cloudy and bloody medication. After the refill, he felt better, but now was back into total withdrawals. He described his symptoms as diarrhea, yawning, sneezing, watery eyes, and cannot sit still. He stated that typically he never took a bolus, but now he had been maxing out every day and the ptm showed it was successful, but he was still in withdrawal. Additional information was received on 30-sep-2021 from a healthcare provider via a company representative who reported that the patient had the pump refilled on monday ((B)(6) 2021) and began experiencing symptoms (teary eyes, cold symptoms, fatigue, nausea/vomiting, diarrhea, increased pain, inability to sleep) on tuesday ((B)(6) 2021) and that the patient had reported that during the refill the drug removed from the pump was cloudy and colored red. The patient reported no environmental factors that may have led or contributed to the issue. A dye study was attempted, but the catheter was unable to be aspirated. There were no current actions/interventions taken or planned. It was noted that there may be a potential catheter revision in the future. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.